Manufacturer narrative:
The customer confirmed that the original reported issued occurred during set up, so there was no patient involvement during the reported issue. Based on the customer's additional information regarding the reported issue. The reported vent inop occurred immediately upon startup and was resolved after running the device and rebooting the device. Upon reboot, the alarm condition was no longer present, the uvt passed, and the same device was placed on a patient and is still in operation with that patient approximately 7 days after the original occurrence date, with no reported malfunctions. This is an indication that the reported vent inop was a power up related or transient alarm condition that does not indicate that a malfunction was present. There is no information that indicates that the malfunction could recur during use, so it is unlikely to result in patient harm or injury. This reported issue no longer meets the criteria for reportability pursuant 21 cfr part 803.

Event description:
Additional information was received from the customer stating that the original reported issue of a vent inop occurred during the power on of the device, in preparation to be used with a patient. When the vent inop alarms appeared, the vela was restarted and the alarm condition cleared. The device was tested and passed all user verification testing (uvt) so the customer connected the device to the patient. At the time of the customer's additional information response, the device is still operating on the patient and there were no reported issues.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Several attempts have been made to contact the customer for additional information and to evaluate the suspect device for the reported issue. At this time, the customer has not responded to any contact attempts and vyaire medical has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device would displays a ventilator inoperable alarm immediately after the ventilator being powered on. The customer reported the error would disappear right after ventilator reboot. The customer reported the reported event was unable to be duplicated or confirmed in the events log. At this time, it is unknown whether or not there was any patient involvement associated with the event.